Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (blank screen/response buttons) has been confirmed. Upon investigation, the monitor failed incoming testing and displayed a service code 203 (pulse test fault) and service code 102 (charge profile fault). The cause for the failure was isolated to contamination on j1002bb and j1003bb also on the t3, c19, j1002aa and j1003aa pins on defib board causing fault. Additionally, the there was contamination under the metallic dome of the rear response button causing faults. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse and the response buttons were non-functional.